Event description:
It was reported after losing weight, the patient is no longer receiving stimulation due to the inability of her scs ipg to charge. Additionally, the patient is experiencing increasing pain at her scs ipg pocket site. Follow-up identified the patient was scheduled for an scs ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.